Event description:
Intrinsic was notified that the patient reherniated more than six weeks post-operatively on (B)(6) 2025. According to the surgeon, the herniation occurred near the implant, which was reported to be intact. A fusion surgery was performed on (B)(6) 2025, where the implant was partially removed to make room for an interbody cage.

Manufacturer narrative:
The removed material is intended to be sent to 3rd party laboratory for analysis per pas002, and they have not yet provided their report. If any information from this analysis suggests a change in the results of this investigation a follow-up will be submitted as required within 30 days. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.